Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Device discarded.

Event description:
Edwards received notification from our affiliate in germany. As reported, it was a case of an implant of a 29mm sapien 3 valve. During the procedure, it was not possible to cross the native annulus of the valve due to a severely kinked vessel. The valve was withdrawn through the esheath in the external iliac artery and the delivery system was surgically removed. The procedure was aborted, and the patient was stable.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints inability to cross the previously implanted bioprosthesis and inability to withdraw the system through the sheath, were unable to be confirmed as the complaint device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''an unsuccessful attempt to cross the valve occurred''. ''As per medical opinion the root cause of the event might be related to severe tortuosity''. The training manual warns that ''heavy calcification'' can make it difficult to cross/position thv. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment, contributing to difficulty navigating and crossing the native valve. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient factors (tortuosity/calcification) may have contributed to the reported event. As reported, ''the valve could not be pulled back into the esheath, so it was not possible to remove the system from the femoral artery''. Therefore, a surgical cutdown was needed to able to remove the system''. Tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip, contributing to the withdrawal difficulty reported. A definitive root cause is unable to be determined. Available information suggests patient (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08222.

Event description:
Edwards received notification from our affiliate in germany. As reported, a patient with a 29mm sapien 3 edwards valve, implanted for 8 years, underwent a valve in valve procedure due to symptomatic stenosis with peak/mean gradient 73/45mmhg. During the procedure, despite using a lunderquist wire by the left side as assistance, the valve positioning was partially successful. A pre-dilatation with pta-balloon was performed and an unsuccessful attempt to cross the valve occurred. It was not possible to cross the valve due to a severe kinked vessel. During withdrawal of the system, the valve could not be pulled back into the esheath. It was not possible to remove the system from the femoral artery. Therefore, a surgical cutdown was needed to be able to remove the system and prevent any additional vascular damage. The procedure was aborted and the patient was in good condition. As per medical opinion, the root cause of the event might be related to the severe tortuosity, and valve could not be implanted despite using 2 lunderqist wires.